Event description:
Independent repair center customer alleged alarming/red light. The key failure is the manifold valve is sticking. Associated malfunctions for this device: inlet and cabinet filters missing.